Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed it is not in its original packaging. The insertion device was returned with the inner shaft fractured out of it's carriage and pushed up into the torque limiter. The insertion device is covered in biological debris. No anchor or suture material was returned. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements, material properties, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that during an arthroscopy, the footprint ultra pk anchor broke off, but no pieces fell inside the patient. The procedure was completed with a surgical delay greater than 30 minutes using a smith and nephew back up device in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
H2: additional information on: b5, h6 (health effect - impact code).

Event description:
It was reported that during an arthroscopy, a footprint ultra pk anchor broke while being twisted in. The implantation was stopped in time and the anchor was pulled out. After cleaning, it was confirmed that no pieces fell inside the patient. The procedure was completed with a surgical delay greater than 30 minutes using a smith and nephew back up device in the originally drilled bone hole. No further complications were reported.